Event description:
The reporter stated that reporter did back to back blood glucose tests, one after the other, using different fingersticks and strips. Results were 300 and 160 mg/dl. Reporter did not have any symptoms. A control solution test of 158 was out of range, high. Using new control, a test result was in range. No harm was alleged.